Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels, patient was unsure if the cannula was properly seated in the infusion site. The cannula was also bent.

Manufacturer narrative:
The device was received fully deployed. The cannula assembly and needle mechanism were inspected and no damages or abnormalities were observed that could contribute to the improper insertion of the cannula. The cause of the reported improper insertion could not be determined. The cannula assembly was inspected and found the exposed portion flattened, stretched, and torn. The overall length of the soft cannula measured 1.157", which is out of specification. Further inspection of the cannula assembly found damage to the unexposed portion of the soft cannula. The damage observed on the unexposed portion can be attributed to the stretched exposed portion of the soft cannula. Due to the damage, fluid was not able to flow through its intended fluid path. Although damage was observed on the cannula, the timing and cause could not be determined. Additionally, investigation found an 0x42 alarm in the device data, indicating safety sensor minimum pulses between safety sensor trans. The downloaded data does not show timeouts or drive stalls during the pod's run. However, rotational sensor error was present in the data. Thus, the device was reset and paired with a master pdm to deliver a 5u bolus; the bolus was successfully delivered and the rerun data did not generate any alarms and did not show any timeouts or drive stalls. The rotational sensor error observed in the original data did not replicate in the rerun. The drive mechanism was inspected and no damages or abnormalities were observed that could contribute to the rotational sensor error in the data. Therefore, the exact cause of the rotational sensor error in the data could not be determined.